Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose read as "high." The customer addressed the high bg level by administering correction injections via multiple daily injections (mdi). Customer changed cartridge and infusion set to resolve the occlusions.